Manufacturer narrative:
A review of all manufacturing lot history and sterilization records was conducted. All in-process specifications and release criteria were met.

Event description:
This event is deemed reportable based on the allegations in a potential lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of an atrium medical mesh product. Allegedly, plaintiff was implanted with mesh for a vaginal prolapse and was experiencing monthly urinary tract infections. The mesh was explanted and repair of cystocele was performed. Pathology reports indicate no infection. Since this is a potential legal matter, the case has been turned over to legal counsel and further information obtained through investigation or discovery may fall under the attorney/client and/or work product privilege. However, atrium will supplement this report as appropriate if additional information comes to its attention.